Manufacturer narrative:
B3 - used the first date of the month of the aware date as no event date was provided. (B)(6). Detailed procedure and patient outcome, event date, and physician information was not provided to bsc. We completed a good faith effort to obtain the information. Because the information is unknown at this time, we are unable to provide the complete details. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that the actual length of the stent does not match the theoretical length. A 6x120x120 epic stent was selected for use. Upon checking of the device, it was determined that the actual deployed length of the stent does not match the theoretical length intended for intervention. The theoretical length of the stent was specified as 120 mm, but the actual deployed length of the device was approximately 80 mm. There were no patient complications as a result of this event.